Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. The patient presented for the index procedure in (B)(6) 2011. The 3x9mm, 70% stenosis of the mid left anterior descending artery was treated with pre-dilation and placement of a 3.0x12mm taxus element stent. (B)(6) post procedure the patient experienced troponin elevation consistent with a myocardial infarction. No action was taken to treat the event and the patient did not experience any ischemic symptoms. There was no thrombus present, no abrupt closure or perforation. The patient was discharged (B)(6) post procedure on aspirin and clopidogrel. (B)(6) post procedure the patient expired at home. The cause of death is unknown.

Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data, other relevant history correction: date of birth corrected from (B)(6) to (B)(6). (B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the index procedure lesion was in-stent restenosis of the mid lad. The elevated troponin level one day post procedure may have been due to the loss of the septal branch during angioplasty. It was also noted that the patient was scheduled for assessment of renal function and c-reactive protein 48 hours post procedure due to an inflammatory syndrome with no signs of infection or febrile break.